Event description:
It was reported that during a da vinci si hysterectomy procedure, the black ring around the distal end of the monopolar curved scissors (mcs) instrument fell into the patient. The instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis evaluation found that the tube reinforcement ring was missing from distal end of the instrument. The adhesive residue was present at the interface between the tube extension and main tube, suggesting that the ring was previously installed over this interface. Failure analysis evaluation also found that a scratch mark located directly above the area where the reinforcement ring would be. The scratch was roughly .090 long and had a small amount of material missing. The tube extension exhibited a couple of scratch/gouge marks. The proximal end of tube extension had a gouge at the shoulder feature, directly below where the reinforcement ring would be. There was also a .265 long scratch in the orange pad printed section. It has been concluded that the damage was likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The complaint is being reported due to the following conclusion: a piece from the monopolar curved scissors instrument fell into the patient.